Manufacturer narrative:
(B)(4). Batch # t93731. Investigation summary: the analysis results found that the el5ml device was returned with no damage to the external components. In addition an unformed clip was received inside of a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 conforming clips and the device was noted to have the tip of the advancer bent. The instrument was disassembled, and upon disassembly, the advancer was confirmed to be bent. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot and batch number and no non-conformances were identified.

Event description:
It was that during a laparoscopic cholecystectomy, there was a malfunction (misfire). The surgery was not delayed due to the reported event and the procedure was successfully completed. There were no patient consequences reported.